Event description:
It was reported that the rx accunet embolic protection device was removed from the dispensor hoop and it was noted that the guide wire tip was unraveled and the coils were stretched. There was no device separation or breakage noted. The device was not used and there was no patient involvement. A second accunet embolic protection device was used in the procedure. There was no adverse patient effect and no clinically significant delay. No additional information has been received.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.